Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part associated with this complaint and completed investigations. Failure analysis investigations could not replicate nor confirm the customer-reported complaint. Visual inspection showed no signs of physical damage at the distal or proximal end of the instrument. All grip pins were securely in place, and the conductor wire and snake wrist cable were intact. All 7 ceramic dots were installed inside the jaws, and there was no damage to the snake wrist. The blade was manually extended and retracted without any issues, and there was no damage to the blade. The instrument was tested on an in-house system and passed the recognition and engagement tests. It moved intuitively with a full range of motion in all directions on several attempts. The instrument was fully functional. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed fragments coming out of the vessel sealer extend (vse) instrument. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.